Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. During the procedure, it was noticed that the bands would not deploy at all despite multiple turns of the handle but when they turned the handle again, there were three bands deployed at the same time. It was noted that there was no difficulty experienced upon setting up the device; however, it was noticed that the shrink wrap was difficult to remove. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Medical device problem code: (B)(4). Medical device problem code: (B)(4). Medical device problem code: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.